Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 handle was apart in the box. Unit was unable to use. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The DHR for the reported failure "break; handle" was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed. The device was returned to the factory for investigation. Signs of clinical use was observed. There was no evidence of blood detected. There were no defects observed to the c-ring, the scope wash tube, nor the metal wire. The handle was observed to have been returned in two pieces, apparently broken. The handle is designed to be detached and reattached. The handle was attached during investigation. There were no defects detected. Based on the returned condition of the device, the reported failure "break; handle" is not confirmed. The DHR for the reported failure "break; handle" was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 handle was apart in the box. Unit was unable to use. A replacement device was used to complete the procedure. No patient involvement.